Manufacturer narrative:
.

Event description:
The stimulation stopped. X-ray revealed that the lead hadn't moved. The patient underwent surgery to reposition the leads which resulted in one being placed along her lower back. There were thirteen hours of attempted programming and the patient still did not feel stimulation. Her pain was a 10 on a scale of 10. It was noted that the lower back incision was swollen, hot, red, and extremely sensitive; it looked infected. The patient could not even lean against a pillow and wanted the device removed. The outcome is unknown. Further information is being requested at this time.